Event description:
A customer reported that erroneous, low or suppressed cartridge chemistry results were generated on a unicel dxc 800 synchron system for multiple patients over two days. This report represents the erroneous low or suppressed cartridge glucose (gluc), aspartate aminotransferase (ast) and alanine transaminase (alt) results generated for an unknown number of patients on (B)(6) 2012. The customer verbally communicated an example of the generation of a gluc result that initially recovered at fifty three (53) mg/dl and repeated at a value of one hundred and forty six (146) mg/dl. The customer indicated that this initially erroneously low gluc result was reported from the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. All other erroneous cartridge chemistry results were not reported from the laboratory and hence there was no associated death, serious injury or modification to patient treatment. There were no issues with instrument gluc quality control (qc) results or calibration results prior to the event. No sample collection/handling or additional system/analyte performance information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2012 for this event. The field service engineer (fse) replaced the sample syringe drive assembly. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The failure mode of this event appears to be a hardware related. Associated mdrs: 2050012-2012-00770, 2050012-2012-00771.